Event description:
Customer reported that during a procedure the image disappeared from the monitor. They had to reboot the system.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.